Event description:
It was reported by service report that the footboard was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: inoperable footboard due to not being connected to the litter connection. After field service tech re-installed the footboard to the bed, it was operating per specs and as intended.